Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was complaining of increased pain in her lower back and legs one day after trial leads were implanted. Surgical intervention took place where the tead was explanted to address the issue. No products will return.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.